Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent emergent endovascular treatment for a thrombosed chronic type b aortic dissection and was implanted with a conformable gore(r) tag(r) thoracic endoprosthesis. On an unknown date in 2020, the patient developed aortic ulcer-like projections both proximally and distally on the outside of the devices. On (B)(6) 2021, the patient underwent reintervention wherein two debranch bypasses were performed and an additional ctag device was placed proximally just below the brachiocephalic artery. Distally, an additional ctag device and a ctag and gore(r) aortic extender component were implanted. The patient tolerated the procedure. The physician reported there was appearance of a lack of device apposition at the inner curvature of the aortic wall. The patient tolerated the procedure.